Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a service provider, who stated the device had evidence of thermal damage. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for evaluation. The device had evidence of thermal damage to a wire harness to the capacitor. One of the fast-on terminals that connects to the motor run capacitor had a cracked insulating housing and discolored wire insulation. The wire was bent at the point where the wire enters the terminal. After cutting back the cracked housing, it was noticed that several strands of wire were separated. This separation was causing the high resistance joint. It is clear that an external event, such as dropping or hitting the unit, caused the damage to the fast-on connector to crack the insulator and break several strands of wire. The majority of the strands of wire were still connected, so the heating impact from the broken strands would have been minimal. The terminals appear to have been crimped correcting with no additional indents in the plastic insulator. This indicates it is unlikely the terminal was damaged by using a tool to push the connector on the capacitor terminal. Devilbiss will update this report if additional information becomes available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrectly submitted in the previous report. H4 has been updated with the correct information.